Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Undersensing was noted on the right ventricular (rv) lead during supra ventricular tachycardia (svt) - atrial fibrillation (af) episode. The rv lead was capped and replaced during an upgrade procedure. No further patient complications have been reported as a result of this event.